Event description:
It was reported that an asymptomatic patient presented device data via remote transmission with non sustained lead noise due to post-paced t-wave oversensing as noted on stored egm. The device was reprogrammed and patient condition is normal. No further issues were reported.

Event description:
It was reported that an asymptomatic patient presented device data via remote transmission with non sustained lead noise due to post-paced t-wave oversensing as noted on stored egm. The device was reprogrammed and patient condition is normal. No further...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.